Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01505 (patient 1). (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two ( 2 ) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 and (B)(6) 2021 . This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result on a nasopharyngeal iclean swab while testing with the ID now covid-19 assay on (B)(6) 2021 . The nasopharyngeal swab was used. Repeat testing was performed and generated negative results. Pcr confirmation with cepheid and thermo platform generated negative results. The customer stated patients were transfered to the high area, which presents only covid patients. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022739 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022739 test base part number 190-430 / lot: 1022739. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022739 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.